Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to reporter during a lap nissen procedure, the needle dropped while in the patient with the first load; needle broke while loading the second time. Current patient status is okay. There was no patient injury. The needle from the device fell into the patient cavity but was retrieved. There was no unanticipated tissue loss. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. A broken needle was returned with the instrument. Under microscopic inspection, the needle was broken at the swage, the weakest point of the needle. No witness marks on the cones or loading slot were observed for the needle. No visual abnormalities were noted for the device. The instrument was loaded with a needle from the pmv inventory and applied to test media. No difficulty was experienced in loading, unloading or toggling the needle. Product analysis suggests the product was used in a surgical procedure. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.